Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2016 with the following findings: during investigation, a review of the pump black box data showed that the basal history was inaccurate and did not match the active basal program due to a manual date/time change made by the user from (B)(6) 2016 16:43. During testing, the pump was exercised for 24 hours with a 1.0u/hr basal rate; at the end of testing the basal history correctly showed 1.0u and total daily dose (tdd) showed 24.0u. No warnings or alarms occurred during testing. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked on the side.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. Reportedly, the basal history does not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.